Event description:
The account alleged the bed exit will not alarm. No patient impact.

Manufacturer narrative:
The technician found the scale reading a negative weight. The technician zeroed the scale to resolve the issue.